Event description:
It was reported that the pt underwent a posterior spinal fusion at t2-ilium. During the surgery, a set screw was stripped/damaged in the lumbar region on a pedicle screw; the head of the pedicle screw was damaged as well. The set screw was removed and the pedicle screw was left in place without a setscrew. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined.